Event description:
It was reported the ipg is unable to communicate with the external devices and the issue was confirmed by the sjm representative. The patient reports the issue began approximately (B)(6) 2014, however; she was still receiving stimulation until three months ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.